Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation and buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient experienced stoma site inflammation treated with oral antibiotic, augmentin duo 875/125 mg, and was also diagnosed with a buried bumper. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.